Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event may be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope as below. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. Images shown depicts the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part, (abnormal condition) do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera bronchofibervideoscope had defects to the bending section. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending tube was damaged due to physical stress. Upon further inspection, it was observed that the coating of the connecting tube was peeling due to deterioration. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the indication on the grip was peeled due to repeated rubbing. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the forceps could not be inserted smoothly due to a dent on the channel tube. It was also observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was observed that the connecting tube had a dent due to physical stress. It was also observed that the image guide bundle had significant breakages due to physical stress. It was observed that the image guide bundle had a stain or was dirty. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch 1 and on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.